Manufacturer narrative:
Date of event: 2012. Explanted date: 2016.

Event description:
A report was received via social media that the patient was experiencing more pain. It was noted that the location of the ipg in the patients waistline irritated the patients skin and it was going all the way to the left foot, making it hard to walk, and made the patient nauseous every time it was on. The patient underwent an explant procedure.